Manufacturer narrative:
Date of event - estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that sometime in (B)(6) 2019, during a coronary intervention, the xience xpedition stent may have dislodged as it was reportedly lodged in the left main. No treatment was reported, and no additional information was provided.

Manufacturer narrative:
B5: location of stent.

Event description:
Subsequent to the previously filed medwatch report, the following information was received: it was reported that the event occurred on (B)(6) 2019. The stent dislodged in the ascending aorta. No additional information was provided.